Event description:
It was reported that during a renal artery stenting procedure, a stent dislodged inside the patient. The lesion was located in the right renal artery. The lesion details are unknown. The lesion was predilated with a maverick balloon 3.0x15mm. The express sd renalbiliary 6.0x18mm stent delivery system was advanced over a v-18 guide wire, through an unspecified 6fr guide catheter. The wire and guide catheter "came out the aorta." The stent dislodged from the delivery device. The dislodged stent was deployed in the left external iliac artery. The procedure was not completed due to this event. The patient status is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.